Event description:
Medical affairs rep was unable to get in contact with patient. Will be sending a letter. The following information was obtained in the reported issue notes documented by the ccr: patient called to report that their lfs meter would not power on, which resulted them to be admitted in the ER. In 2002 the patient had symptoms where their legs got numb. Because the meter would not turn on, patient feels they was harmed because they were not able to test their bg. The patient changed the batteries on the meter and still had no power. Cust. States the parmedics checked their glucose levels & it was 44 mg/dl. Patient was treated with IV glucose. Patient mentioned that the numbness went away from their arms & legs after glucose was administered. Ccr is sending a replacement meter along with control solution. During call, ccr asked patient to check for corrosion or broken contact points, none detected. Ccr was unable to resolve the issue.